Event description:
The facility reported a colleague infusion pump with a malfunction of "pump was broken when central supply brought them down." The reported condition was confirmed as failure code 810:11 by baxter personnel. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it was known to have occurred in the central supply department. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a malfunction of "pump was broken when central supply brought them down" was attributed to failure code 810:11 which was discovered and confirmed by baxter personnel in the pump's event history. This condition was attributed to an air in line board failure. This condition was resolved by replacing the air in line board. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.